Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the up button on the infusion device does not always work. Patient stated the soft rubber component is torn off. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to a careless handling of the product. Result: the softcomponents of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons were tested successfully and comply with the product specification. Battery cover: the battery cover passed the optical inspection. The problem mentioned by the customer is related to careless handling of the product.